Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide plunger was difficult to depress and became stuck. The proglide foot was closed and the proglide device was removed from the patient anatomy. The sutures of two additional proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to greater than 8.5f and the taa procedure was completed. The successfully preplaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the deployment was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.